Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted due to diaphragmatic stimulation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted due to diaphragmatic stimulation.